Event description:
It was reported that during the implant attempt, the system was unable to successfully defibrillate the patient during testing. The system was not used, and another system was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4). The full lead was returned and analyzed. No anomalies were found. Blood was found on the distal conductor (not obstructed), as well as the distal end of the electrode. The outer insulation and outer tubing overlay were cut, and a blood ingression was found in the outer tubing overlay. The lead appeared to have been damaged at implant. (B)(4).